Event description:
It was reported that the patient complains of swelling, pain and difficulty to walk and exercise. Patient states she also has a metal taste in her mouth. Patient spoke to her doctor and states that she will need further testing. MRI and blood tests.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.